Manufacturer narrative:
Device return is not required.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (B)(4) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. It was determined that the patient was not doing quality checks on bg meter per manufacturer¿s recommendations. The patient was also not entering fingerstick bg value exactly as they appear on the bg meter within 5 minutes of testing. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.